Event description:
(B)(4). I started to bleed so heavy I would almost pass out, blood clots so big I would go through 5 pads in an hour, dizziness, stomach pains that would have me in fetal position, not wanting to move. Hair falling out in chunks. Chronic fatigue, depression of not wanting to do anything. Gained weight, rash on face. Painful sex, not wanting sex anymore, not being able to use tampons, loose stool, vaginal dryness, boils , tooth pain .

Event description:
(B)(4). Diarrhea for almost a year, rash on my chest, jaw pain and migraines. My fatigue has gotten worse and dark brown liquid coming out of vagina.